Event description:
Spine360 was notified by company rep of issue occurring during surgical procedure. Pt complained of pain during routine post-op visit. Original surgery at s1 (posterior lateral fusion) was performed in (B)(6) 2011. In the course of removing the construct the surgeon performed a 360 procedure. Obese pt had not fused. He did an anterior fusion this time with an anterior interbody spacer. He revised the screws posteriorly (went up 1mm in diameter).

Manufacturer narrative:
Precautions in the instructions for use read as follows: "implants can break when subjected to the increased loading associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices which are used to obtain alignment until normal healing occurs. If healing is delayed, or does not occur, the implant may eventually break due to metal fatigue. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. Pts should be fully informed of the risks of implant failure."